Event description:
It was reported to boston scientific corporation that a stone cone retrieval coil was used in a procedure along with a wolf scope, actual date is not known. The complainant indicated that during the procedure, the physician felt resistance when attempting to close the stone cone retrieval coil. When the stone cone retrieval coil was retrieved, it was noticed that the coating of cone was chipped. We are actively attempting to gather add'l info from the complainant on this event.

Manufacturer narrative:
The device has not been received by this MFR. An eval has not been performed; therefore, a failure analysis is not avail, and we are not able to determine the relationship between this device and the cause for this event.